Event description:
The customer stated after calibrating with a new lot of iron/magnesium on the architect c8000, the quality control shifted out of range low. The abbott customer technical advocate (cta) suggested running the calibrators as unk to check the cal recovery. Cta will also send an alternative calibrator lot to try. The customer stated that upon receipt of the new lot of calibrator, the control recovery is acceptable. The customer agreed to return the calibrator. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l . An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.